Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a non-product experience. A new device was implanted. No additional adverse patient effects were reported. Additional information from the field indicates the rv lead exhibited noisy signals, so it was capped and surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a non-product experience. A new device was implanted. No additional adverse patient effects were reported.